Manufacturer narrative:
Findings: pump received with intermittent esc and act button response due to corroded keypad traces. Unit function properly during functional check including rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery, displacement, self-test, a21 test and all operating current test were normal. Unit was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, cracked on battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 99 mg/dl. The customer has to press esc, act and b button a couple of times to get it to work. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.